Event description:
Catherization was performed by right radial puncturing, with the result of normal coronary arteries. 14 days later, local symptoms of skin reaction at the puncturing region: eritematose plague, hot, fluctuant and very painful, compatible with an abscess. A doppler study was performed: radial artery without flow restriction. Treatment consisted of drainage via surgery and antibiotics. This is additional information received on one of the three patients indicated in medwatch no. 1820334-2005-00218. Also reference 1820334-2005-00238.